Event description:
The medwatch user report states "after 10 days of treatment for pulmonary embolism, the pt was placed on ECMO. Within two hrs the oxygenator began to foam and decline in performance. Oxygenator was changed out. Approximately two hours later, the second oxygenator started to fail in the same manner. The whole system was changed out. During ECMO, it was discovered that the pt had heparin antibodies and heparin induced thrombocytopenia. The pt expired on ECMO." It was reported that the death was not related to the products or change out of the circuit. ECMO is an off labeled use of the device.